Event description:
It was reported that the bronchovideoscope produced a pixelated image on all endoscopic towers. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection; however, the reported malfunction could not be confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector - chemical damage (no image). Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.